Manufacturer narrative:
The bolus was programmed using the bolus wizard and the bolus was delivered. The active insulin functioned properly. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked reservoir tube was noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a discrepancy between the bolus she gave and the insulin she had left in her insulin pump. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.